Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-01449 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-01450 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The same issue occured with the second resolution clip device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.